Event description:
A caller reported a malfunction indicated by code 199, which referenced an issue with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer expressed interest in obtaining an out-of-warranty loaner pump since their pump was out of warranty, and tandem technical support decided to replace the malfunctioning pump.